Event description:
I¿m writing to tell you that I had breast implants for 25 yrs after having them I became very ill and was diagnosed with systemic lupus. I suffered with chronic fatigue, lupus, chronic hives, chronic itching, joint pain, in addition multiple symptoms resulting in depression. I almost died 5 yrs ago due to an infection around the implant. I just watched the (B)(6) news in (B)(6) and I can say with 100% certainty that breast implants ruined my life due to chronic illness. I lost everything such as my career and health. Please ban breast implants.